Manufacturer narrative:
Medical device problem codes: correction. A visual and functional test was performed. This test failed. No functions were available. The cause for the issue was found in a shorted motor controller board. This was caused by fluid ingress which leds to the damage. To technician exchange the motor controller board. The trusystem 7000 operating table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia ¿ task-related patient transfer within the operating theatre ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Although there was no reported injury with this event, if the report of loss of function were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that operating table trusystem 7000 u (dv) not functioning with remote or keypad. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.